Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving calibration error, sensor error and threshold low suspend alerts with her sensor. The customer's lowest blood glucose leading to threshold low suspend was 30 mg/dl. The customer also stated her sensors were only staying on for two days at a time before starting to come off. It was found that since the occurrence of her sensors coming off early, the customer had adopted the approach of using additional tape to hold the sensor in. Nothing further was reported.